Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws.a medtronic representative, following-up at the site, reported that from conversation with the surgeon, the inaccuracy appears to be from frame movement. The amount of inaccuracy approximately 2mm.no parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported an inaccuracy that occurred during a spine procedure. After an o-arm 1000 imaging system spin and doing the anatomical checkpoints, the surgeon began placing screws and after the 4th or 6th screw, it was noted that accuracy was off. A c-arm was brought in and confirmed the screw placement was inaccurate. The surgeon removed the screws, discontinued the use of the navigation system, then repositioned and replaced the screws using fluoro. There was no reported harm to the patient.

Manufacturer narrative:
Investigation found that the reference frame to patient anatomy relationship changed after registration. Per instructions for use the user is advised "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must re-register."